Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a trace of diffuse lamellar keratitis (dlk) - infection/inflammation symptoms on the right eye (od) at 1 day post-operative exam. Topical steroid drops were increased to resolve symptoms. The patient had no complaint or comments. Best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/20 -2.00 x -1.00 x 89; left eye pre-op 20/20 -2.25 x -.50 x 84.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.